Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hyperglycemia. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: data not available. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient¿s blood glucose (bg) level rose to 400 mg/dl while wearing the pod on their arm between 24 and 36 hours. The patient stated they had broken their hip and had high (bg) levels which led them to seeking medical attention. The pod was reportedly about to expire so it was removed prior to going to the hospital. The patient stated the reason they had to seek medical attention was not related to the product but was related to having hip surgery. The patient does not recall the exact date but stated it happened in (B)(6) 2025 and they could not recall other details as they had passed at the time of the event. The patient was admitted to the hospital for 7 or 8 days.